Manufacturer narrative:
Investigation: the components have been analysed visually and microscopically. The saw blade broke approximately 3-4mm from the tip. Due to secondary damages, the fracture origin can not be found. It can be seen that the blade is bent directly at the breakage point. Batch history review: the device history records have been checked and found to be according to the specification, valid at the time of production. No further complaints registered under the same lot number. Conclusion and root cause: the failure us most probably handling related. Rational: after the investigation, we assume that an overload situation led to the breakage of the tip. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that after an operation, the surgeon found that the blade looks broken. After checking by x-ray image, there was no remaining fragment in the patient's body.